Event description:
It was reported that a user discontinued the ilet system after experiencing recurrent hypoglycemia, described as 1¿2 low blood glucose events per day, with perceived highs followed by lows; the device was not used for approximately one month prior to contacting support, and the user declined further training or troubleshooting and opted to return the device. Symptoms included hypoglycemia. Outcomes included no reported injury requiring medical intervention and no hospitalization. Customer care provided support that included review of user feedback and complaint intake. Investigation of this case revealed that the specific cause of the hypoglycemia could not be determined, and no device alerts or alarms were reported prior to discontinuation. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.